Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.

Event description:
The customer reported the system would stop working whenever it was moved. No pt injury was reported.